Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned diagnostic procedure, which was delayed but completed with the same system within 20 minutes. The philips field service engineer (fse) inspected the system onsite and found that the c-arm was unable to perform propeller movement, while all other movements were functioning normally. Upon troubleshooting, a substantial amount of dried contrast was found in the c-arc drive channel, causing an inability to drive the c-arm along the applicable axis. To resolve the issue, the fse thoroughly cleaned the c-arc channel and guided wheel assemblies, removing all signs of contrast and debris. After cleaning, a c-arm current calibration (beam) was performed with no errors or anomalies observed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.